Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that led the customer to the emergency room and subsequently the hospital. Bg value was not provided. Suspected cause of low bg was due to the basal rate settings being too high. Reportedly, the customer had been walking at a leisurely pace when customer felt themselves getting low in blood sugar. Reportedly the customer ate a pasta dish, a chocolate bar, and drank juice to address their low bg but was unsuccessful at elevating their bg and started experiencing convulsions. Additionally, the customer vomited, fainted, and lost consciousness. The customer was hospitalized for six hours overnight. At the time of the event, no issues were observed with the cartridge, infusion set tubing, or the infusion set cannula in use. No further information on the type of treatment that the customer received at the hospital were provided. The pump's basal rate settings were adjusted to address the event.